Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that since (B) (4) 2009, the patient has no longer been able to hear with his device. After he had put on the coil, he heard a noise and then was no longer able to hear. External parts have been exchanged, however without success. Testing confirmed that the device has malfunctioned.